Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm and the pump shutdown. Customer reported that the pump screen had developed ink blots several months prior. Reportedly, customer's blood glucose (bg) level was impacted (bg meter read high). Customer reverted to manual insulin injections for management of bg levels.